Event description:
Information was received indicating that the IV bag ruptured when spiked with the cadd administration sets - non flow stop. The issue was discovered before the device was attached to the patient. There were no adverse events reported.